Manufacturer narrative:
A review of the manufacturing records for this device was conducted. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the turbohawk would not cut through a calcified lesion. The procedure was completed successfully by using a balloon. No injury to patient occurred. The investigation of the returned product was performed on (B)(6) 2015 and found that the customer's reported event of the inability to cut through a lesion was confirmed. The received turbohawk was unable to advance the cutter using the thumb-switch. The turbohawk received showed a fracture at the distal tip of the distal assembly. Also evidence of zipper tearing throughout the guidewire tubing was observed. The distal tip was not received and the disposition of the tip is unknown at this time. The root cause of the reported event could not be identified.